Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest cgm reading of 380 mg/dl, confirmed by glucometer at 355 mg/dl for approximately three hours while using an ilet system with a dexcom g7; the patient was in the first week of pump use, had consumed a large dinner, and completed an infusion site change with continued insulin delivery, with no device problems identified. Symptoms included dry mouth. Outcomes included no health consequences or impact, and the patient later reported improvement with a blood glucose of 137 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, with the event categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was hyperglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.